Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. No missing piece on the insulin pump or missing bottom center noted.

Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 113 mg/dl. The customer stated that there is a piece missing on the display and scratches as well. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.